Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned for analysis. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. Analysis revealed that the device had reached eol/eri/rrt. Concomitant medical devices: product: 4193, non defib lead, (B)(6) 2006; 6947, defib lead, (B)(6) 2010. (B)(4).